Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was above 600 mg/dl. Customer stated they had issues with infusion sets and sensors for the past 7-10 days. Customer stated they noticed the cannula was bent when removing the infusion set from her body and her blood glucose increased above 600 mg/dl. Customer stated site had pain and they did not receive medical treatment as a result of site issue. Customer declined to troubleshoot for high blood glucose and she treated via manual injection. Customer stated that insulin pump received sensor updating alert also change sensor alert. The device will not be returned for analysis.